Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain. An increase in sc fentanyl by 75mcg and increase in bolus dose by 5 mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a, lot# serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the event was unresolved at the time of study exit as the patient's care was transferred to another physician on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 8598a # serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that the patient had inadequate pain relief. The following interventions were made: on 2205-jan-07 an increase in sc fentanyl by 50mcg and increase in bolus dosage to 55mcg each, on 2025-feb-27 an increase in bolus dose to 10mcg, on 2025-apr-24 an increase in sc fentanyl by 75mcg and increase in bolus dosage by 10mcg, on 2025-jul-15 a lumbar sympathetic block was performed, on 2025-aug-19 a peripheral nerve block was done. The patient's pain remaine uncontrolled. A catheter access port (cap) contrast study revealed a very sluggish catheter flow, but able to aspirate. A catheter kink was noted. The healthcare provider was decreasing to test pump efficacy.

Manufacturer narrative:
Continuation of d10: product ID 8598a, lot# serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported continued pain. An increase in hydromorphone by 0.1mg was made.